Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00850. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure, a pc400 coil became fractured into two pieces while advancing through the px slim. The physician removed the pusher wire of the pc400 coil with a segment of coil still attached. The physician successfully pushed the remaining fragment of pc400 coil into the aneurysm using a wire. The procedure successfully continued using a new px slim and additional pc400 coils. There was no report of an adverse effect on the patient.